Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges she was going to an appointment when her chair allegedly jumped and pinned her in the doorway causing a gash from her ankle to her knee.

Manufacturer narrative:
The provider evaluated and repaired device in the field. The batteries were replaced and the device is working properly.

Event description:
Consumer alleges she was going to an appointment when her chair allegedly jumped and pinned her in the doorway causing a gash from her ankle to her knee.